Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility dialysis technologist reported that a dialyzer blood leak occurring during a patient¿s hemodialysis treatment. The arterial dialysate hose turned red, confirming the large blood leak. The blood leak was noted as internal. The machine, a fresenius 5008 machine, alarmed appropriately with a blood leak alarm. The patient was restarted on a new machine and treatment completed successfully with new supplies. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two other complaints reported against this lot. One of them was an external leak and is unrelated to the current event. The other complaint was the similar blood leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.